Event description:
It was reported that, there were sparks on the connections on the back of the console when trying to turn it on. After that, the console does not work. There was no patient involved.

Manufacturer narrative:
H6 device codes (2): updated based on implementation of new code.

Event description:
It was reported that, there were sparks on the connections on the back of the console when trying to turn it on. After that, the console does not work. There was no patient involved.

Event description:
It was reported that, there were sparks on the connections on the back of the console when trying to turn it on. After that, the console did not work. There was no patient involved.